Manufacturer narrative:
H.6. Investigation summary: unconfirmed: reported condition was not observed at bd.

Event description:
It was reported that the bd hypoint¿hypodermic needle was blocked. The following information was provided by the initial reporter: while testing icatibant product for breakout and gliding force we have obtained an oos result, from observing the obtained graph, we have seen an atypical power curve that could indicate that the root cause could be due to blockage or damaged needle. We have review the needle (lot 327k20527 (teva rlb: 6000012943, vendor rlb 1287377)) and found damage inside the hub.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: reported condition was not observed at bd.

Event description:
It was reported that the bd hypoint¿hypodermic needle was blocked. The following information was provided by the initial reporter: while testing icatibant product for breakout and gliding force we have obtained an oos result, from observing the obtained graph, we have seen an atypical power curve that could indicate that the root cause could be due to blockage or damaged needle. We have review the needle (lot 327k20527 (teva rlb: 6000012943, vendor rlb 1287377)) and found damage inside the hub.